Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to depleted batteries. The device's batteries were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.